Event description:
It was reported that there were more than three incidents in one day wherein the zimmer ats 3000 pressure went up and goes off again. It was reported that surgery time was increased by 10 minutes. There was no report of pt injury or medical intervention to treat physiological effects of additional anesthesia administration.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.